Event description:
Procedure type: low anterior resection according to the reporter: the patient leaked from the staple line and underwent a permanent colostomy. The patient was defunctioned when the distal donut was absent and did not reach harm. The patient received a gastrograffin enema 6-8 post-operatively which showed that there is still a leak around the anastomosis with an adjacent 8x2cm cavity. The surgeon suspects that this will take a long time to heal and hopes that the patient will not require revision surgery on his anastomosis.

Manufacturer narrative:
(B)(4).